Manufacturer narrative:
The field service engineer ran mechanism checks. The pump pressures were ok and there was no visible dripping from probes. The mixers and photometer were checked. The heat cut filter was replaced and the photometer check was performed again; the check was ok. A blank cell calibration was performed. Tubing integrity was checked. A rinse station tube had a split and a tube going to the waste vessel was completely blocked. The tubing was replaced. Checks were performed and were ok. The customer ran calibration and controls; all were good. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they had issues with a rotor on the cobas 8000 c 702 module a couple weeks prior to (B)(6) 2020. The field service engineer was on site to look at the reagent probes. On (B)(6) 2020, the reporter stated they received duplicate errors when trying to calibrate the crp assay. Reagent and sample probes were changed and this initially seemed to improve the performance. However, the customer then started having issues with patient sample results for multiple assays. The reporter provided data for 8 patient samples with discrepant results. Results for the following assays were affected: crep2 creatinine plus ver.2, ureal urea/bun, bilt3 bilirubin total gen.3, and tp2 total protein gen.2. Refer to the attachment for all patient data. No units of measure were provided. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The crea, urea, bilt, and tp reagent lot numbers and expiration dates were requested, but not provided.